Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge were not performed due to receiver perpetually rebooting. Boot tests were performed and failed . Functional tests were not performed due to receiver perpetually rebooting. . An internal visual inspection was performed and passed. The receiver log was not downloaded due to receiver perpetually rebooting.. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
Please verify the answer to tsq was an error code displayed before it stopped working? Create a cross-reference if code 114 or 217 is necessary.

Manufacturer narrative:
(B)(4) .